Event description:
It was reported by service report that the lifts could not be lowered all the way down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: powerboard.